Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was placed successfully but it was determined that the clip was not central enough. The clip was then moved more centrally under the leaflets and attempted to grasp the anterior/septal (a/s) leaflets centrally when it was identified that the septal leaflet was caught within the clip and would not release. Troubleshooting was performed and multiple maneuvers were used in an attempt to release the leaflet and chordae from behind the gripper for approximately 45 minuets. Eventually they were able to get the clip released, however there was a tear in the septal leaflets. There was no change in the tr. The triclip was removed from the patient and the procedure was aborted. The final tr remained at grade 3. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The reported tissue injury is a cascading effect from the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.